Event description:
The rptr's spouse underwent total hip replacements and now required both be replaced. Fax from rptr describing event and seeking info. Medwatch called rptr back to advise to contact the FDA's ctr for devices and radiological health for info. Medwatch staff member actually spoke with pt and obtained some add'l details to prepare a brief medwatch report. The left hip was done in 1997, the right hip in 1995. The more recent left hip is worse than the right. What is difficult to accept is that the pt was told that they could expect a 10-15 year lifespan and they require being replaced after 5 years for chronic pain relief. At this point, it is not known exactly what has caused the problems. X-rays have shown bone erosion, attributed to the cement because the plastic liner becomes worn. Dr sent pt to a specialist about 1-1/2 months ago. Complete total hip replacements are indicated, including treating eroded bone and pulling the original rods out. The specialist wanted to start the procedures at the beginning of this month, but the pt wanted to hold off momentarily. Surgery is scheduled for 2001. The pt added they followed the rules following prior procedures. Pt had been cautious and adhered to recommended dietary guidelines. Though, due to the problem, the pt has been less active and gained weight. The rptr forwarded copies of the labels of the devices used in the last procedure. The rptr can provide add'l info upon request. Pt had total hip replacements done in 1995 (the right) and left side done in 1997 was having severe pain on left side and went to dr. The surgeon has surgery set for 2001. The pt and spouse need to find out if product is defective. It seems funny that both hips need to be replaced and this one didn't last three years. Spouse believed the part is zimmer.